Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the fio2 values fluctuated. An alternate device was employed and the procedure concluded without incident. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.